Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. An urgent medical device correction (97003015-fa) was delivered to physicians in may 2023 communicating the potential for superion indirect decompression system (ids) driver instrument tip breaks to occur with use of excessive force during the implant procedure. Driver tip damage may be readily detected via visual, audible, and/or tactile signals. The returned driver was analyzed and revealed that the end of the device was damaged, and both tips were completely sheared off. Scanning electron microscopy (sem) analysis, material composition, and hardness testing revealed the device anomaly is associated to the presence of excessive hydrogen in the instrument material, likely due to a manufacturing deficiency. A review of the instructions for use (IFU) was performed, and it did not reveal any anomalies as it states to avoid application of excessive stress on instrumentation and do not force deployment or implant breakage or damage to bony structures may result.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure; while attempting to deploy the implant, the driver broke inside of the implant. The metal parts from the driver could not be removed therefore the physician had to explant the spacer and replace the driver. There were no pieces left inside the patient. The procedure was completed successfully. There were no patient complications due to the event.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure; while attempting to deploy the implant, the driver broke inside of the implant. The metal parts from the driver could not be removed therefore the physician had to explant the spacer and replace the driver. There were no pieces left inside the patient. The procedure was completed successfully. There were no patient complications due to the event.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. An urgent medical device correction (97003015-fa) was delivered to physicians in may 2023 communicating the potential for superion indirect decompression system (ids) driver instrument tip breaks to occur with use of excessive force during the implant procedure. Driver tip damage may be readily detected via visual, audible, and/or tactile signals. The returned driver was analyzed and revealed that the end of the device was damaged, and both tips were completely sheared off. Scanning electron microscopy (sem) analysis, material composition, and hardness testing revealed the device anomaly is associated to the presence of excessive hydrogen in the instrument material, likely due to a manufacturing deficiency. A review of the instructions for use (IFU) was performed, and it did not reveal any anomalies as it states to avoid application of excessive stress on instrumentation and do not force deployment or implant breakage or damage to bony structures may result. It also states to carefully inspect all instruments prior to and after use. Do not use an instrument that is visibly damaged. If an instrument appears damaged after use confirm that no broken fragments are retained in the patient.

Manufacturer narrative:
The returned driver was analyzed and revealed that the end of the device was damaged, and both tips were completely sheared off. Scanning electron microscopy (sem) analysis, material composition, and hardness testing revealed the device anomaly is associated to the presence of excessive hydrogen in the instrument material, likely due to a manufacturing deficiency. A review of the instructions for use (IFU) was performed, and it did not reveal any anomalies as it states to avoid application of excessive stress on instrumentation and do not force deployment or implant breakage or damage to bony structures may result.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure; while attempting to deploy the implant, the driver broke inside of the implant. The metal parts from the driver could not be removed therefore the physician had to explant the spacer and replace the driver. There were no pieces left inside the patient. The procedure was completed successfully. There were no patient complications due to the event.